Manufacturer narrative:
(B)(4).

Event description:
It was reported during the procedure that the tip broke while impacting. The procedure was completed without delay, using a backup from smith & nephew. No patient injury or other complications were reported at the moment.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The clinical/medical team concluded, this case reports the tip of the offset impactor broke during use. Per complaint details, there was no patient injury, and the procedure was completed without delay, using a backup device. Since no patient harm is alleged, no further clinical assessment is warranted. A visual inspection confirmed the r3 offset impactor tip is broken into two pieces. The device shows significant signs of wear/usage. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.